Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced episode of gastrointestinal bleeding on (B)(6) 2018 was reported under MFR medwatch report # 2916596-2018-04399. The heartmate 3 left ventricular assist system was implanted during the momentum 3 clinical trial, ide #(B)(4). FDA approval for heartmate 3 left ventricular assist system was received 23aug2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 left ventricular assist system is (B)(4). Approximate age of device: 9 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted to the hospital with complaints of dark stools the previous couple of days (event date estimated). The patient was transfused with 3 units of packed red blood cells. On (B)(6) 2019, the patient had a bowel enteroscopy, the results of the enteroscopy were negative. On (B)(6) 2019, the patient had a colonoscopy, one polyp was found in the cecum but no active bleeding was noted. On (B)(6) 2019, the patient was transfused with 2 units of packed red blood cells . On (B)(6) 2019, the patient was discharged to home with orders to take a lower dose of aspirin. The patient was prescribed anticoagulants aspirin and warfarin at the time of the event.